Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as surgical damage and missing assessed as inconclusive. No additional observations performed on the device. No further actions are required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone gel spread out into retropectoral space" observed during surgery

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. Later healthcare professional reported right side "silicone gel spread out into retro pectoral space" observed during surgery. Device was explanted and replaced.